Event description:
Customer reported that she experienced high blood glucose and her spouse took her to the emergency room. Customer stated she had a virus and believes that was the reason for her blood glucose level not decreasing. Blood glucose value at the time of the admission was over 600 mg/dl. She was treated with intravenous insulin and was released. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.